Event description:
It was reported that: during a manta closure in combination with the 14f depth locator after the removal of a percutaneous ventricular assist device (pvad)the following issue occurred: when inserting the manta device into the manta sheath, it was not possible to pass the hemostatic valve. It was reported that the physician used force which led to a kinking of the sheath. The first manta sheath was removed, and a second manta device (same lot) was put into place. It was reported that it was possible to pass the hemostatic valve with mild pushing, but the second manta device got stuck in the sheath. This was at the same spot where the previous/first manta device kinked. It was reported that a decision was made by the physician to stop and close the puncture with manual pressure. Additional information was received on 28jul2023: during a pvad case, there were no reported issues with advancing or withdrawing procedure sheaths during the case. With the first manta, severe resistance was reported, and when the bypass tube got pushed back by the valve, the operator held the bypass tube in place, and it started to buckle. Even with more force it was not able to pass the valve. With the second manta, severe resistance was also reported, and there was buckling when there was resistance by the valve, but the physician managed to pass the valve with more force. Then the anchor tip got stuck in the sheath. It was reported that the sheath had a visible crack. It was reported that there was no harm or health consequence from this event. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4), associated to MDR 3010252479-2023-00201 manta. Multiple units were returned under the label for 3010252479-2023-00201 manta and 3010252479-2023-00202 manta. The units include 2 mantas(14f),2 sheaths and one depth locator. Blood particulates were noted on all units. Unit 1: manta's was locked into the sheath and unable to be removed. The lumen of the sheath was damaged. Lever was not engaged. Unit 2: manta was not locked into the sheath. Lever was not engaged. Lumen of the sheath was damaged. Resistance was noted during advancement with the button valve partially displaced. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following the removal of the percutaneous ventricular assist device pvad, a 14f ce manta was planned for closure. This was a manta product test for a new customer. While inserting the bypass tube through the hemostatic valve of the manta sheath, the device would not advance. The physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The physician tried to force the bypass tube into the sheath, but the bypass tube would not insert into the hub and would bounce back. The physician attempted to hold the bypass tube in place while applying more force, although the sheath had kinked, and the bypass tube began to buckle and could not pass through the hemostasis valve (see 3010252479-2023-00201 manta). The first 14f ce manta device and sheath were removed and a second 14f ce manta device and sheath were loaded onto the guidewire. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The physician applied mild force while inserting the bypass tube through the hemostatic valve of the manta sheath. The anchor tip became jammed in the sheath at the same position where the first 14f ce manta device kinked and the sheath exhibited damage. It was not possible to proceed, and the decision was made to stop the deployment and close the puncture with manual pressure. The patient experienced no harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: during a manta closure in combination with the 14f depth locator after the removal of a percutaneous ventricular assist device (pvad)the following issue occurred: when inserting the manta device into the manta sheath, it was not possible to pass the hemostatic valve. It was reported that the physician used force which led to a kinking of the sheath. The first manta sheath was removed, and a second manta device (same lot) was put into place. It was reported that it was possible to pass the hemostatic valve with mild pushing, but the second manta device got stuck in the sheath. This was at the same spot where the previous/first manta device kinked. It was reported that a decision was made by the physician to stop and close the puncture with manual pressure. Additional information was received on 28jul2023: during a pvad case, there were no reported issues with advancing or withdrawing procedure sheaths during the case. With the first manta, severe resistance was reported, and when the bypass tube got pushed back by the valve, the operator held the bypass tube in place, and it started to buckle. Even with more force it was not able to pass the valve. With the second manta, severe resistance was also reported, and there was buckling when there was resistance by the valve, but the physician managed to pass the valve with more force. Then the anchor tip got stuck in the sheath. It was reported that the sheath had a visible crack. It was reported that there was no harm or health consequence from this event. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated to MDR 3010252479-2023-00201 manta. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.